Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of potassium chloride (10meq/100ml) to a patient being treated for sepsis. The potassium chloride was intended to infuse at a rate of 100ml/hour with a volume to be infused of 100ml, however the 100ml was found to have infused within 19 minutes (from 2206 to 2225). The pump displayed that 31.33ml was infused although the bag was empty and the pump alarmed for air in line. There was patient involvement and no harm.

Event description:
It was reported that there was an over infusion of potassium chloride (10meq/100ml) to a patient being treated for sepsis. The potassium chloride was intended to infuse at a rate of 100ml/hour with a volume to be infused of 100ml, however the 100ml was found to have infused within 19 minutes (from 2206 to 2225). The pump displayed that 31.33ml was infused although the bag was empty and the pump alarmed for air in line. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing; the event administration sets were not returned for this investigation. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ based on the review of pcu event logs on october 31, 2024; at 10:06 pm, a remote IV was received with the following parameters: im intermittent secondary infusion, rate: 100 ml/hr, vtbi: 100 ml. Drug amount: 10 meq, diluent volume: 100 ml, dose: 10 meq, duration: 1 hr. ¿ at 10:25 pm the pump alarmed air in line (for 28 seconds) and infusion was paused. ¿ at 10:29 pm the pump alarmed flo stop open; the door was closed and infusion was restarted. The device recorded a primary volume infused (pvi) of 2202.09 ml and a secondary volume infused (svi) of 472.239 ml. ¿ at 10:30 pm infusion was paused (for 279 seconds) and infusion was restarted. ¿ at 10:35 pm infusion was paused and eight (8) seconds later the pump module was channeled off. With a final pvi of 2202.09 ml and an svi of 472.334 ml. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of a pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information t receives either manually or remotely with respect to volume to be delivered. ¿ it is possible that there was a back check valve failure with the primary administration st, however, this issue could not be investigated further because the requested incident administration set was not provided by the facility for investigation. ¿ a review of the pcu and pump module error logs showed no records associated to the reported incident. ¿ alaris system user manual (v 12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: the suspect pump module s/n (B)(6) has been opened for investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Designated complaint handling unit (dchu) will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Testing and inspection of the incident administration and secondary sets could not be performed to determine if any issues existed with the primary set check valve since the incident administration and secondary sets were not returned for investigation.